Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated patient was implanted with pump today and mentioned that patient had previous scs system that was removed because it didn't work (prior to patient coming to see hcp). Caller stated imaging was done and the scs is completely gone. Caller did not have any other information on the scs system including the explant date.